Event description:
Pt having a arthroscopic surgery on their knee to improve joint function. This 3m athroscopic pump used for the procedure, but a tourniquet was not used. At the end of the procedure when the pt's leg was uncovered, their foot was blue and cold, and there was swelling from their ankle to their groin area. A vascular surgeon consulted and two - three inch incisions were made, one in their calf and one in their thigh. Fluid poured out of the two incisions. No problems with the pump were noted during the procedure. However, the alarm went off during the last 60 seconds with a continuous beeping. Clinical engineering staff attempted to recreate the problem with the fluid administration using the pump and different tubing. No problems were identified. At this time, the pt is doing well with no other intervention noted.